Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported complaint. Failure event was observed during analysis. As received, only the distal portion of the lead was returned in one piece. Visual examination of the lead found an external abrasion breaching the outer insulation and exposing the outer coil at the distal region of the lead due to friction to another device or feature of the heart.